Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, "cassette not attached properly." Per reporter, this event occurred before infusion, there was no physical damage reported, and there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens and a worn keypad overlay. Review of the event history log (ehl) showed multiple cassette not attached properly alarms. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.